Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the identified failure is attributed to a failure to follow instructions. The IFU stated: ¿nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.